Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant intact parathyroid hormone (pth) patient sample result. Quality control was within acceptable limits at the time of the event. The customer uses a stat sample centrifuge time of 2 minutes. A siemens customer service engineer (cse) was dispatched to the customer site and performed a total service check. The cse tightened the sample syringe, performed a fluidic waste aspiration diagnostic test and observed approximately 500 ul remaining in the tube. The cse replaced the aspirate waste probe pump tubing, repeated the fluidic waste aspiration test, performed a quality control (qc) check without issue. Siemens is investigating.

Event description:
A discordant, false high intact parathyroid hormone (pth) result was obtained on a third interoperative patient sample on an advia centaur cp instrument. The high pth result was questioned by the physician(s). The customer performed repeat testing of the third sample on an alternate advia centaur cp instrument, resulting lower. The lower repeat result was reported to the physician(s) as the corrected result. There are no reports of adverse health consequences due to the discordant, falsely high pth result.

Manufacturer narrative:
Siemens filed an initial MDR(B)(4) on(B)(6)2019 for a discordant, false high intact parathyroid hormone (pth) result was obtained on a third interoperative patient sample. Additional information (07-jan-2020): siemens has reviewed the instrument and event data including actions performed by the customer service engineer (cse). The potential cause of the discordant result could be due to the malfunction of the sample syringe and the aspirate waste probe pump tubing. The issue was resolved with replacement of those parts as part of normal routine instrument troubleshooting. Based on the investigation, no product problem was identified. The instrument is performing within specifications. No further evaluation of the device is required.